Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient was diagnosed with an abscess in the peritoneal cavity. The patient experienced swelling in the groin area and was admitted to the hospital (date not reported). Upon admission, x-rays noted the patient?s peritoneal dialysis catheter had moved away from its position. The x-ray also confirmed an abscess in the peritoneal cavity. The patient was supposedly constipated at the time of the call. The spouse reported the staff at the hospital said the constipation issue moved the position of the drain. The patient's physician reported the patient's swelling in the groin area was related to the patient not draining properly as the position of the drain moved due to the patient being constipated and the abscess. The patient had a surgical procedure to remove the abscess. The patient also received treatment for constipation issues. The patient?s spouse stated the patient will require another operation (date unknown) to reposition the drain to a more appropriate location. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.